Event description:
Per the physician, the increased seizures are below pre-vns baseline, and the cause is due to worsening patient condition. The patient underwent prophylactic generator replacement. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient has had an increase in seizures, particularly at night. The patient was referred for vns replacement in order to get a newer model that might help with nocturnal seizures more. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.